Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a device would not pass through the scope. The case was completed with another of the same device and another scope. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine. Following the procedure, when the scope came back from repair it was discovered that the reason the device would not pass through the scope was the foam sponge which had separated from the biopsy cap and became lodged in the scope.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a robotic prostatectomy procedure, the devices were having seal leakage with and without instruments inserted. They replaced both devices and still had the same leaking issues as described above. They normally use three tanks of co2 and had used four tanks to this point when they decided to convert to open due to little progress into the case, but the decision to convert to open was not due to the trocars leaking, since they had only performed five or six robotic cases and were struggling with progress. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4).